Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
The company representative reported that he got all ¿x¿ on electrode impedance test. When the test was re-ran and changed reference electrode, got greater than 20,000 ohms on electrode 0 and all other electrodes were good. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
It was confirmed that the impedance issues resolved; after retesting at a higher rate during the original report, the issues resolved. There were numbers that showed this. The cause of the impedance issue was not determined. Contact 0 has a fracture, 1-15 were normal ranges. No troubleshooting or intervention was taken, the patient has great coverage and was happy; just wanted to check system. The patient was great.

Manufacturer narrative:
(B)(4).